Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose was 117 mg/dl. Customer reported the device alarmed a bad battery alarm after a blank display and the battery cap and the battery was replaced. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.